Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was over 600 mg/dl. Caller stated that it was the first night that the customer was on the insulin pump and she was having problems. Caller stated that the insulin pump did not deliver any insulin and it did not alarm to notify customer of the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.